Manufacturer narrative:
One used decontaminated sample (B)(4) 7.5mm deht blu suctionaid sub-assy was returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. No trend of similar customer complaints was identified. A DHR review summary was not completed as no fault was found.

Event description:
It was reported that immediately after the customer was intubated the artificial respirator issued and air leak alarm. The device was changed to resolve the issue. No patient injury. No further information available for this complaint.